Event description:
The patient reported an infection at the incision site and poor healing after the implant. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient was referred to wound care, the wound is healing well, and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows the patient has poor surgical risks associated with various illnesses and active general infections, contributing to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).